Manufacturer narrative:
Plant investigation: the device was not returned. There were no allegations of product deficiency. Serial number not available; review of the s/n history could not be performed. Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event(s) of cardiac arrest and subsequent death. The etiology of the event(s) is unknown; therefore causality cannot fully be determined. The liberty select cycler was not returned to the manufacturer for product investigation; therefore, there is no objective evidence indicating the liberty select cycler caused or contributed to the adverse event(s). Furthermore, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
It was reported a female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2018. During follow-up performed on, the peritoneal dialysis registered nurse (pdrn) reported the patient expired at home in bed. The pdrn was uncertain if the patient was connected to the liberty select cycler at the time of death, however the patient was performing daily pd therapy prior to her death. The esrd death notification was received on (B)(6) 2018 and revealed the patient expired due to cardiac arrest; unknown cause (no secondary cause).